Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed with no anomalies found. Concomitant medical products: 0158, lead, implanted: (B)(6) 2003, 4470-52, lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the device had early battery depletion due to chronic elevated left ventricular thresholds. The device was explanted and replaced. The patient was a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.